Manufacturer narrative:
Device evaluation: returned device was received for evaluation. During the evaluation of the device the customer reported condition was not confirmed. No fault found. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information received a smiths medical ventilators/pneupac ventilators reported upon starting the device, it was noticed gas flow was unable to be switched from inhalation to exhalation mode. The gas continued to flow and could not be stopped. No adverse patient injury reported.